Event description:
Pt was seen by surgeon with varying reports which she attributed to two overstimulations while using the external sound processor. Due to a complaint of numbness and pain as well as what the surgeon described as bumps or blackheads, the surgeon injected steroids into the surgical site.